Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failed alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a proximal pressure sensor autozero failed alarm had occurred. The customer stated the alarm had occurred and the unit continued to cycle breaths. The error code was confirmed in the event log and the customer requested troubleshooting. The remote service engineer (rse) advised the customer of visual inspection points and provided the part number of the solenoid 3 and 4 as well as the gas delivery system (gds) if no issue was found in the visual inspection points. This investigation is ongoing.